Event description:
Initial reporter the pt's neurologist office reported that their pt is reporting that she noticed an increase in seizures on nov 1st along with a shocking sensation at the tip of her tongue with stimulation that is intermittent and does not correlate to the pt's vns on time. The pt continued to have seizures (B) (6), (B) (6) and (B) (6). Reported to be over their prevns rate. The pt has cycles of seizures but not usually as bad as what they have been having. It was additionally reported that the last time the pt was in the office in (B) (6) 2009 her diagnostics wer all ok. The pt was set at 1.5/30/250/7/0.2 but was changed to 1/30/500/7/0.2 because she was complaining of some throat pain with stimulation and dyspnea that was a one time event in (B) (6). It was unknown the relationship of their seizures to their vns at this time. It was addition...